Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead had dislodged. The physician tried to reposition and it was noted the helix failed to extend after multiple attempts. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed. Final analysis found a complete lead was returned with the helix retracted and covered in blood. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.